Manufacturer narrative:
Per product labeling, error 5 messages indicate there was an error applying blood to the test strip. While troubleshooting with technical support, visual inspection of the back of the used strips indicated there was not enough blood applied. Error 000 messages indicate blood was not applied to the test strip within 180 seconds after the blood drop symbol appeared. The meter and strips have been requested for return. There were no test strips remaining to return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of error messages and questionable results from the coaguchek xs meter serial number (B)(4). At 1:52 pm, the result from the meter was 2.1 inr and 20 minutes later, the laboratory result using an unknown reagent was 2.8 inr. The therapeutic range was 2.0-3.0 inr and the patient tests weekly.